Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts) however customer declined to complete the check. Customer cleared the alarm, adjusted the pump so that it was not worn against the skin, and resumed insulin delivery. Customer¿s blood glucose level was 208 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted